Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed 'system error 345'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The upstream sensor assembly requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.